Manufacturer narrative:
It was reported that during a generator test, the ups (3rd party unit) shut off, which caused the cns to lose power and shut off unexpectedly while monitoring patients. Once the cns powered back up, the cns showed comm loss with 3 tele devices. No consequence or impact to the patients were reported. The customer reset the ups and all the devices are back up and running. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns: ups- this is the device that failed, (no model or serial number was provided) org-9100a (sn# 278). Tele devices, (no model or serial numbers were provided).

Event description:
It was reported that during a generator test, the ups (3rd party unit) shut off which caused the central nurse's station (cns) to loose power and shut off unexpectedly while monitoring patients. Once the cns powered back up, the cns showed comm loss with 3 tele devices. No consequence or impact to the patients were reported.

Manufacturer narrative:
Details of complaint: the customer reported that the ups connected to the central nurse's station (cns) failed during a generator test, causing the cns to lose power, and shut down unexpectedly while monitoring patients. When the cns was powered back up, it showed comm loss with 3 tele devices. Once the ups was reset, the issue was resolved. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be medium. Attempts to gather more information were made without responses from the customer. The root cause cannot be determined. The most likely root cause is device failure due to sudden power loss. The ups is a third-party device. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. The following fields are not applicable (na) to the MDR report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Attempt # 1: (B)(6) 2019 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2019 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2019 emailed the customer via microsoft outlook for patient information: no reply was received. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: ups: model #: ni. Serial #: ni. Org: model #: org-9100a. Serial #: (B)(6). Transmitters: model #: ni. Serial #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
It was reported that during a generator test, the ups (3rd party unit) shut off which caused the central nurse's station (cns) to loose power and shut off unexpectedly while monitoring patients. Once the cns powered back up, the cns showed comm loss with 3 tele devices. No consequence or impact to the patients were reported.